Event description:
During product evaluation, failure code 570:320 was found in the pump's event history file. There was no pt injury or medical intervention necessary according to the hospital rep. No additional information is available.